Manufacturer narrative:
An event regarding alleged disassociation involving a metal head was reported. The event was confirmed. Method & results: device evaluation and results: could not be performed as device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. However, provided x-ray confirms disassociation. Additional records such as patient demographics, primary and revision operative reports, serial x-rays and examination of explanted components are needed to complete the medical assessment. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was confirmed based on the review of the x-ray by the consulting clinician. However, additional records such as patient demographics, primary and revision operative reports, serial x-rays and examination of explanted components are needed to complete the medical assessment and determine root cause. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
40mm +8mm head wore, and dislocated from stem.

Manufacturer narrative:
Review of the device history records indicate that the devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A 40 mm +8 mm head wore, and dislocated from stem.